Event description:
Event #2: it was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was being used to administer concentrated norepinephrine (norepi) on (B)(6) 2024. According to the complainant, due to inability to clear air-in-line alarm when infusing concentrated norepinephrine, patient developed hypotension during troubleshooting of the pump and required rapid response team interventions, which included administration of three different vasopressor drugs, calcium chloride and albumin. This alarm occurred again a few hours later and tubing and pump were changed at that time, but alarm again recurred. The complaint device is not available for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.